Event description:
The customer contact reported backflow of fluid from the secondary solution container. Into the drip chamber of the primary tubing set. The primary tubing set was being used to deliver an unspecified volume of 0.9% sodium chloride. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of magnesium, at a rate of 27ml/hr, and a 108ml vtbi (volume to be infused). The primary solution container was lower below the secondary solution container. It was reported that 45 minutes after the secondary delivery was started, the pump alarmed for distal occlusion. The nurse returned to the pt's room and noted that the drip chamber on the primary tubing set was full and the secondary solution container was empty. The physician was notified. The pump and tubing sets were removed from clinical service and were sent to biomedical department for testing. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. During testing at the user facility, backflow was noted. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. As indicated, this device was identified as part of a customer notification dated november 24, 2009. (B)(4).